Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign matter clogging the nozzle could not be identified and the root cause of the issue could not be determined, as there was no device deformation that could contribute to the retention of foreign material and no additional event or device reprocessing information was reported or available. The event can be detected/prevented by following the instructions for use sections which state: - inspection of the endoscopic system - inspection of the air-feeding function - inspection of the objective lens cleaning function ¿- if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope¿. ¿- to prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera ii gastrointestinal videoscope had a possible blocked channel. The reported issue was found during reprocessing of the scope. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the nozzle was clogged with unidentified foreign material. Due to this clog, the air supply volume did not meet the standard value. This finding was due to insufficient cleaning. Upon further inspection, it was observed that the suction, air, and water cylinders had discoloration. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. It was observed that the plastic distal end cover had a chip. It was also observed that the coating of the universal cord had peeling. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: grip, switch box, scope connector, scope cover unit and on the objective lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.